Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Event description:
Revision of the left knee performed due to persistent instability and distinct synovitis. Implantation (B)(6) 2008.